Event description:
It was reported that during equipment testing conducted at the user facility, the drill was overheating and that it was leaking water after being unplugged. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Worn components were discovered throughout the device, including the driveshaft bearings, and the driveshaft. Water stains were found on the driveshaft. The friction from the worn driveshaft bearings was identified to be a probable cause of the overheating and the worn driveshaft was identified as a probable cause of the water entering the device during the cleaning process.